Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. Device evaluation of battery pack is underway. The reported problem (won't power on) was confirmed. Upon investigation the battery was unable to power on a monitor and charge. The battery was returned to supplier for further investigation. Investigation underway. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack was unable to power a monitor. A us distributor reported that a battery pack was unable to power a monitor.

Manufacturer narrative:
Device evaluation of battery pack is underway. The reported problem (won't power on) was confirmed. Upon investigation the battery was unable to power on a monitor and charge. The battery was returned to supplier for further investigation. Investigation underway. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.